Event description:
A dialysis facility reported that there was excessive fluid removed from the pt during a hemodialysis treatment. The pt became hypotensive and was cramping post treatment. Based on the weights reported and what the machine indicated was removed, there was a weight loss variance of approx 2.8 kg. The pt was given a total of three liters of saline before they were discharged. There was no serious injury or illness.